Event description:
Customer called in stating her AED had a red status light and "failed AED self test" for the second time. First time occurred early september. Customer service was able to assist the customer in getting the device back in working order but to call back if the issue recurred. Customer called again and stated the device failed a self test again and gives the message: "device cannot be used, must begin CPR". Upon investigation of the device, it was discovered that the device failed an internal self-test after identifying a potentially corrupted audio file. In an emergency, a corrupted audio file may not be able to play audio preventing the AED from providing the user with critical life saving or safety instruction.